Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up, followed by the prompt: 'realign patient'" was confirmed based on the review of the archive data but was not confirmed during functional testing. During investigation, the load cell characterization test confirmed that both load cells were functioning as intended. No device malfunction was found that could have caused or contributed to the reported ua07 error. The likely root cause was either due to the patient or the autopulse platform being out of position, placed on an uneven surface, or the patient was not properly centered/aligned on the platform. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the archive data was performed and showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. This error is followed by the prompt: "realign patient". Based on the archive data files, when the autopulse was powered on, the platform displayed a ua07 error message. The archive shows that the platform was repeatedly re-started, and each time, the device was powered back on with ua07 error messages. There was no compression initiated during the time the problem occurred. User advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this error to occur; it may happen at any time when the device is powered on. This normally is experienced if the patient is not oriented on the platform correctly, the autopulse platform is out of position, or the patient has shifted. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned on the platform (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. During functional testing, the autopulse was able to power up, but the platform stopped after performing a few compressions due to a fault code 27 (encoder fault (3000 rpm)) error message, unrelated to the reported complaint. The encoder indicated that the driveshaft was turning too fast at a speed higher than 3000 rpm during compression, and therefore, the fault code 27 was triggered. The root cause was the defective integrated encoder gearbox due to a defective component, which was replaced to remedy the fault. During further investigation, the load cell characterization test was performed and confirmed both cell modules were functioning within the specification. In addition, the platform was tested with the large resuscitation test fixture (lrtf) equivalent to 280 lbs with known good test batteries until discharged. The platform passed the test without any fault or error, and the reported ua07 was not replicated. Following service, the autopulse was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed again and confirmed both cell modules are functioning within the specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (s/n (B)(4) was used to resuscitate a patient in cardiac arrest. The cardiac arrest was not witnessed, and the cause was unknown, suspected cardiac in nature. The patient did not receive CPR and was in cardiac arrest for about 20 to 30 minutes before the arrival of ems. When the autopulse was powered on, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message, followed by the prompt: "realign patient". The ems crew re-positioned the patient on the platform and re-checked the patient's alignment multiple times. However, the autopulse platform continuously displayed the ua07 error messages. During further troubleshooting, the battery was replaced and the autopulse was powered off/on several times, but the issue persisted. Manual CPR was continued throughout the duration of the call for about 40 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. As per the customer, the patient's death was not related to the autopulse system.